Event description:
Pt reported that a comparison between the surestep meter and a hcp meter (done 30 minutes apart) was 139 mg/dl (ss) and 178 mg/dl (hcp), respectively (22% difference). Control solution test result (not provided) was in range. No symptoms were reported. There was no allegation of harm.